Event description:
It was reported that the right ventricular (rv) lead displaced one day post implant. During repositioning, the screw mechanism broke in the procedure. Due to access difficulty the lead was cut.the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found.